Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 using a nasal sample. Confirmation testing using another rapid antigen test (quickvue) performed the same day generated a positive result. The consumer was reportedly symptomatic with a runny nose, cough, and headache. Additionally, the consumer was exposed to covid-19 on (B)(6) 2022. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212454 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 212454, test base part number 195-430h / lot: 207836. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212454showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. D4 exp. Date: updated for lot expiration date extension. H3 other text : single-use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 using a nasal sample. Confirmation testing using another rapid antigen test (quickvue) performed the same day generated a positive result. The consumer was reportedly symptomatic with a runny nose, cough, and headache. Additionally, the consumer was exposed to covid-19 on (B)(6) 2022. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.